Manufacturer narrative:
Conclusion: potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of others. A root cause of the dislodged valve could not be established from the information available. This event does not allege a device malfunction occurred. Dislodgement events are typically not related to a device malfunction. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a number of others. In this case, the moderate pvl was due to the valve dislodging from the target position, as was reported.

Event description:
Medtronic received information that during deployment of this transcatheter bioprosthetic valve, the valve dislodged from the targeted position resulting in moderate paravalvular leak (pvl). A second valve was successfully implanted valve-in-valve which resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. (B)(4).